Event description:
On (B)(6) 2014, the reporter contacted animas alleging a call service alarm issue. The reporter stated that a call service alarm had occurred after just changing the site, set and cartridge. Customer support had the patient reboot the pump, explained the effects of rebooting, confirmed date/time/battery type and basal rate were correct and had the patient hand prime with new, replaced tubing. The patient reported that it was hard to push the insulin through; without insulin, it was reported to be easy. There was no reported adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.